Event description:
A hospital staff member reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support on the novalung ECMO device experienced hemolysis based on laboratory reporting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the hospital staff member, it was reported this patient was placed on ECMO support (exact date unknown) as a bridge to lung transplant. Additionally, the patient¿s ventilatory and oxygen demand outpaced the capabilities of mechanical ventilation. The patient was initially cannulated in their pulmonary artery; however, the patient required an emergent arterial cannulation (location not reported), resulting in vascular injury, presumably from the vascular catheter (not a fresenius/ xenios product). The patient¿s hemolysis was noted based on a laboratory report that presented elevated lactate dehydrogenase. Fibrin and thrombi were noted in rings in the arterial limb, proximal to the ECMO pump. There were no other clinical indications of hemolysis and no report of a serious injury or adverse event as a result of the suspected hemolysis. The patient went into cardiac arrest with pulseless electrical activity leading to a hypoxic brain injury during this hospitalization (exact date unknown). It was not reported whether the patient was connected to the novalung device at the time of the cardiac arrest. The patient was withdrawn from continued care and the patient subsequently expired (exact date unknown). Multiple attempts were made to acquire further details concerning this patient¿s hemolysis and death; however, no additional information was obtained.